Event description:
It was reported that a 40-year-old caucasian female patient who underwent primary breast augmentation surgery with an 350cc mentor smooth round moderate profile on the left side, and 325cc mentor smooth round moderate profile on the right side and experienced left sided deflation post procedure. On (B)(6) 2022, mentor received serial numbers without any other information. On (B)(6) 2022, mentor became aware that patient experienced left side device migration and right side deflation, and underwent bilateral replacement surgery with serial number (B)(4) on the left side, and serial number 9701214-034 on the right side on (B)(6) 2022. Mentor is aware that date of implant is after the device lot expiration date. Follow-ups are in progress and a supplemental report will be submitted when a response is received. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 5, 2023, mentor became aware that mentor manufacturer's report number (B)(4) is a duplicate of this manufacturer's report number 1645337-2018-07170. Hence, any additional information will be reported under this manufacturer's report number (B)(4). Date of adverse event under field b3 to october 19, 2018, and date of implant under fields d6a to march 20, 2013 have been correctly updated on this form. On (B)(6) 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4)